Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirting out during the fill tubing process. Customer's blood glucose value was 128 mg/dl at the time of incident. Customer's also stated that the other blood glucose value was 120 mg/dl. Customer also stated that the insulin pump had pump error. The insulin pump will not be returned for analysis.